Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the value was leaking on the glide sheath slender device. It was reported that the patient is in good condition. The procedure was finished.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.